Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had an external transducer, which was connected to the venous port, that was getting wet with patient blood during a dialysis treatment. Biomed stated that a fresenius dialyzer (model unknown) was used for treatment. Biomed stated that the blood leak occurred sporadically throughout the patient¿s hemodialysis (hd) treatment. Biomed confirmed that the machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed on the external transducer connected to the venous port. Biomed also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. Biomed confirmed that the leak was external. Biomed stated that there was no defect or damage seen on the machine. Biomed confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies and a replacement transducer protector. Technical support advised biomed to swap the level detector module (to isolate the module), re-calibrate the venous pressure, swap the lp450 board, and verify the tubing connection at the venous port. Biomed confirmed that no parts were replaced, however the venous pressure was re-calibrated and the machine was returned to service. The nurse confirmed that the machine was wet with blood, however also stated that there was no patient blood loss as a result of the reported event.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had an external transducer, which was connected to the venous port, that was getting wet with patient blood during a dialysis treatment. Biomed stated that a fresenius dialyzer (model unknown) was used for treatment. Biomed stated that the blood leak occurred sporadically throughout the patient¿s hemodialysis (hd) treatment. Biomed confirmed that the machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed on the external transducer connected to the venous port. Biomed also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. Biomed confirmed that the leak was external. Biomed stated that there was no defect or damage seen on the machine. Biomed confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies and a replacement transducer protector. Technical support advised biomed to swap the level detector module (to isolate the module), re-calibrate the venous pressure, swap the lp450 board, and verify the tubing connection at the venous port. Biomed confirmed that no parts were replaced, however the venous pressure was re-calibrated and the machine was returned to service. The nurse confirmed that the machine was wet with blood, however also stated that there was no patient blood loss as a result of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius (B)(4) hemodialysis (hd) machine had an external transducer, which was connected to the venous port, that was getting wet with patient blood during a dialysis treatment. Biomed stated that a fresenius dialyzer (model unknown) was used for treatment. Biomed stated that the blood leak occurred sporadically throughout the patient¿s hemodialysis (hd) treatment. Biomed confirmed that the machine, a fresenius (B)(4) machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed on the external transducer connected to the venous port. Biomed also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. Biomed confirmed that the leak was external. Biomed stated that there was no defect or damage seen on the machine. Biomed confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies and a replacement transducer protector. Technical support advised biomed to swap the level detector module (to isolate the module), re-calibrate the venous pressure, swap the (B)(4) board, and verify the tubing connection at the venous port. Biomed confirmed that no parts were replaced, however the venous pressure was re-calibrated and the machine was returned to service. The nurse confirmed that the machine was wet with blood, however also stated that there was no patient blood loss as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.